Event description:
It was reported that during full checkup of the arctic sun device, customer claimed something was wrong but gave no further information. Per review of wo on 26jan2023, there was no patient involvement. Per follow up information received via email on 26jan2023, apparently there was a pumping issue. One of the pumps was broken and one was on end of life. The date of event occurred was 20jan2023. Assessment not yet done. Per sample evaluation results received on 23mar2023, it was reported that the root cause of the reported issue was due to a failed circulation pump. Per follow up information, pumps were found to not function properly. No water filling possible, circulation pump had been found to build no pressure as it had been too weak to work properly. It was also stated that the mixing pump had been found to build no pressure. The circulation pump and mixing pump were replaced during the preventive maintenance process.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed mixing pump. The arctic sun 5000 was evaluated. Mixing pump was found to build no pressure. Mixing pump was replaced. After replacement, the device passed all final test procedures. Quick check, calibration, mtk/stk was performed. Mentioned issue was solved that way, device goes back to normal use. The device did not meet specifications and the product was influenced by the reported failure. The device was not used on a patient. The device history record review was not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Labeling review was not performed since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that during full checkup of the arctic sun device, customer claimed something was wrong but gave no further information. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on (B)(6)2023, apparently there was a pumping issue. One of the pumps was broken and one was on end of life. The date of event occurred was (B)(6) 2023. Assessment not yet done. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a failed circulation pump. Per follow up information, pumps were found to not function properly. No water filling possible, circulation pump had been found to build no pressure as it had been too weak to work properly. It was also stated that the mixing pump had been found to build no pressure. The circulation pump and mixing pump were replaced during the preventive maintenance process.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.